Event description:
While attempting to insert PICC line at bedside, nurse met resistance. The resistance was thought to be due to an anomaly in the patient's anatomy. The PICC line was left in place and covered. The patient was transported to the specials department for insertion by guidewire under fluoroscopy. During the procedure, it was discovered that part of the magnetic tip came off of the distal end of the guidewire. On (B)(6) 2011, the reporter made a correlation between this event and another similar event (uf # (B)(4)).